Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the event was unable to be specified. Presumably, the defect was caused by air leaked from the universal cord, leading to short circuit of the image sensor unit. Then, the subject event occurred in the facility. The following is included in the instructions for use (IFU): it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic procedure that was completed with a similar device.

Event description:
It was reported, the deflectable videoscope had a monitor that was grayed out. The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (B)(6) here due to character limitation in respective field.